Event description:
Tech reported wave card failed to read during treatment on one right eye. Emergency back up wave card was used to resume case and the delay in treatment was stated to be 1-2 mins. Pt outcome was reported to be good, 20/20 on one day post op.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).